Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre- operatively diagnosed with lumbar canal stenosis and underwent posterior lumbar fusion. During surgery, the tip of the driver shaft was broken. No fragment of the broken screw remained inside the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis:visual, microscopic and hardness evaluation showed that the tip of the driver has sheared off. The fracture face is consistent with torsional overload. The hardness of the driver was checked and appears to meet print spec. If information is provided in the future, a supplemental report will be issued.